Event description:
Information received that the brakes were not holding. No injury reported.

Manufacturer narrative:
Technician found that the brakes were not holding. Replaced casters to resolve this issue. Bed located in emergency room storage.